Event description:
Event description cpi received information that the rate sensing portion of this endotak dsp lead (0125) was capped, due to inappropriate shocks and oversensing. The high voltage portion remains active. Another rate sensing lead was added to the system.